Event description:
Patient was treated in 04. Immediately post treatment a few small blisters on the right jaw line were noted. The next day the patient developed 8 larger blisters (4-8mm each) on the right jaw line. Follow-up in 06/05: the doctor performed tca peel treatments on the affected areas. The patient's condition has all resolved.